Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited low impedance; lead damage due to subclavian crush was suspected. The lead was reprogrammed. There were no adverse consequences to the pacemaker dependent patient. The patient would continue to be monitored.